Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.2cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 30 mm in diameter and 18 mm in length. The aortic neck was straight neck with mild calcium. It was reported during the procedure, the final angiogram revealed a proximal type I leak. The physician implanted an endurant cuff, resolving the endoleak. Three of the marks on the proximal graft were very close together and which may have been due to the stent graft twisting or possibly the anchoring pins had become intertwined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusion: (endoleak). (Unknown cause of event).